Manufacturer narrative:
B.5. Describe event or problem: it was reported with the use of the bd ultra fine¿ iii pen needle there was an issue with black foreign matter inside the non-patient end of the pen needle on two separate occasions, but the date/time and or patient information is unknown. H.6. Investigation summary: no photo or sample was returned for investigation. Based on DHR review, no fm or damaged shelf carton was detected during the production of the reported batch. A review of past 12 months quality notification was performed, no qn raised for fm and damaged shelf carton. Further investigation could not be conducted as there were no samples returned for investigation. Therefore, the root cause could not be determined.

Event description:
It was reported with the use of the bd ultra fine¿ iii pen needle there was an issue with black foreign matter inside the non-patient end of the pen needle on two separate occasions, but the date/time and or patient information is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra fine¿ iii pen needle there was an issue with black foreign matter inside the non-patient end of the pen needle.